Event description:
Information received indicates the right foot intermediate siderail will not lock.

Manufacturer narrative:
The technician isolated the issue to the siderail latch sticking. He cleaned the siderail latch mechanism to repair the bed.